Manufacturer narrative:
The graft was not received for evaluation. The graft remained in the patient after repair, waiting on doctor to decide what the next steps will be. Without additional information, a root cause cannot be conclusively determined. The graft may have been damaged by the tunneler used or during implant. No confirmed complaint trend was identified related to this issue. Grafts are designed to meet specifications of iso 7198 testing. Baseline water permeability of grafts is established through baseline testing to ensure cellular infiltration will allow incorporation with native tissue at the anastomosis site. Wall thickness specifications are also established using 7198 to ensure adequate connection with native tissue. Every graft undergoes 100% pressure testing. During pressure testing, grafts are inspected for (wall ballooning) or fiber separation. Based on the documentation and complaint history review, we do not believe there is a systemic issue with these devices. No further actions were determined to be necessary at this time; all product quality and clinical issues will continue to be monitored within quality assurance trending. No related ncmr/CAPA was identified; no confirmed complaint trend related to this issue was identified. Lemaitre current risk controls were determined to be sufficient at this time. A lemaitre clinical advisor provided this summary of the event with available details: "highly doubt it is device related. If it bled 9 days post procedure likely small disruption at the anastomosis with either a suture which pulled out due to small bite or some tension on the anastomosis. Way too early for breakdown due to infection. I believe it is technical issue as you can see the graft is now also pulsatile so there must be another underlying issue. Unless a branch vessel ligature came off this is most likely a technical error." No definitive root cause was identified. Possible root cause may be hospital procedure specific. We remain inconclusive about the root cause of the issue, but based on the documentation and complaint history review, we do not believe there is a systemic issue with these devices. No further actions were determined to be necessary at this time; the complaint issue will continue to be monitored within lemaitre, quality assurance trending.

Event description:
Implanted for dialysis access on (B)(6) by surgeon (B)(6). Returned to the operating room urgently on (B)(6) by surgeon (B)(6). Pt came to ER with a large hematoma and necrotic skin over the graft. Surgeon found a 5mm linear tear near the anastomosis site. Evacuated 800cc of clot and discovered tear spraying arterial blood. Surgeon repaired tear but graft is now pulsatile and will likely be abandoned.